Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.:returned product consisted of a maverick otw balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. The balloon, markerbands, inner/outer shaft, proximal bond were microscopically and tactile inspected. Inspection found no damage or irregularities or defects. Functional testing was done by attaching an inflation device (filled with water) to the hub of the maverick otw device and inflating the balloon to rated burst pressure (rbp). The device held rbp for 5 minutes; negative pressure was then applied to deflate the balloon. The balloon deflated per specifications. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the mildly calcified vessel. A 9mm 1.50 maverick balloon catheter was advanced for dilation. However during deflation, it was noted that the balloon took some time to be fully deflated. The device was removed fully deflated and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.